Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display screen on the insulin pump was hard to read. Customer's blood glucose was unknown. Call was made to customer, but customer could not be reached. Insulin pump would not be returning.